Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v612887, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's wires were all "flinged up" in the back and some of them were sticking out of the skin at the lead site. This was a sudden change that took place 2 days ago. The wires were physically sticking out; they actually ruptured the skin and came through the skin. The patient could feel them, they were like pins and one came through the skin. The patient could feel the "pin" and the wire was poking them. The patient couldn't lie on their back because of it and couldn't get comfortable to sleep. The patient did not have any falls or trauma. The patient wanted to know if an ER health care provider (hcp) would help them. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.